Event description:
On (B)(6) 2011, pt reported her blood glucose dropped to 30 mg/dl when she was sleeping. This occurred 1.5 weeks prior to report. Her blood glucose was normal at 9:00 p.m., and at 11:00 p.m., she was awakened by her service dog. She checked her blood glucose and it was 30 mg/dl. Pt did not know if she was unconscious because she had been sleeping. She treated her low blood glucose by eating food. Normal blood glucose is 90-130 mg/dl. Pt believes she delivered too much insulin for a correction bolus and that this was the cause of her low blood glucose. No product was requested for evaluation.

Manufacturer narrative:
No product will be returned for eval.